Manufacturer narrative:
(Patient sex and date of birth) have been obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(Patient weight and initial reporter) have been obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The device information, implant date and physician address are unknown at this time.

Event description:
It was reported that the patient¿s ins battery was no longer working due to reaching end of life. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.